Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the spinal catheter was not delivering drug. The rep stated that there was no further information. The rep also stated that the physician was the one to confirm it was the spinal catheter that was causing issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine (25 mg/ml at 1.2 mg/day) via an implanted pump for an unknown indication for use. It was reported that the patient was not experiencing benefits of therapy. The hcp needed to evaluate the catheter quality through surgery. There were no known environmental/external/patient factors that may have caused or contributed to the event. The hcp tested the pump catheter using a single bolus. The catheter was viable and diagnosed it was the spinal catheter that was the problem. The catheter was replaced with good back flow. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history were asked but unknown.

Manufacturer narrative:
Continuation of d10: product ID: 8731sc, lot#serial#: (B)(6), implanted: on (B)(6) 2013, explanted: on (B)(6) 2024, product type: catheter, section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot#: (B)(6), ubd: 14-may-2015, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.